Event description:
Customer experienced elevated blood glucose readings and changed out set. During troubleshooting it was noted that the leadscrew made a complete rotation but nothing exited. And it was noted later that it took more to manual prime than usual. Drive nut was ok and spring clip was engaged.